Manufacturer narrative:
In this case, there was no functional testing that was needed for the returned device as there was no reported device malfunction associated with the cds. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a cause for the reported unspecified tissue injury (torn posterior leaflet) cannot be determined. Tissue injury/damage is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Surgical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. One clip was advanced into the anatomy. When the clip was closed at the intended location, the posterior leaflet was torn. It was also noted upon removal of the steerable guide catheter (sgc) the curve was broken. The patient was then transferred to mitral valve replacement surgery. The patient was noted to be stable. Upon device return, it was found that there was no actual break of the sgc, but rather the shaft was deformed at the distal end.

Manufacturer narrative:
H6 health effect - clinical code 4451 was removed. In this case, there was no functional testing that was needed for the returned device as there was no reported device malfunction associated with the cds. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a cause for the reported unspecified tissue injury (torn posterior leaflet) cannot be determined. Tissue injury/damage is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Surgical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. One clip was advanced into the anatomy. When the clip was closed at the intended location, the posterior leaflet was torn. It was also noted upon removal of the steerable guide catheter (sgc) the curve was broken. The patient was then transferred to mitral valve replacement surgery. The patient was noted to be stable.